Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 560 mg/dl, which was treated with manual injection. The customer was assisted with clearing the alarm, disconnecting and reconnecting the infusion set, and rewinding the insulin pump. The customer did not receive a no delivery alarm and declined to proceed with further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.